Event description:
It was reported the patient is feeling pain at the ipg site when in a vertical or horizontal sitting position. The patient takes pain medication when the incident occurs. The patient stated this issue started 4-5 months ago after back surgery. The patient is awaiting a referral from her pain physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.